Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with a patient alert for low rv-lead impedance measurements. Trend reports show the impedance decreased slowly over the last 12 months. An x-ray did not show any anomalies. The lead was later capped and replaced due to continued impedance issues.